Manufacturer narrative:
Block b3: exact date unknown, event occurred over a few years ago from date manufacturer was made aware.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to the ipg no longer functioning as intended. No additional information has been obtained.